Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 701:00 occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up. There was no adverse event, patient injury or medical intervention associated with this report. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 701:00 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty uim pcb (user interface module printed circuit board). Appropriate action was taken to correct the reported problem by replacing the uim pcb.